Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged; further described as the "back side of the cassettes were not sealed completely, plastic from the corner was falling off." It was stated there was no noticeable damage to the packaging. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) samples were received for evaluation. A visual inspection performed with the naked eye noted the cassette sheeting was detached from the corner of the molded cassette in all returned samples. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.